Event description:
It was reported during intra-aortic balloon (iab) therapy in a patient with acute myocardial infarction (ami), the arterial pressure could not be read through the optical fiber. The hospital staff switched over to inner lumen pressure readings and continued therapy. There was no reported injury to the patient

Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. Corrected section: e3 - "occupation" - changed to 'n/a'. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with no visible blood on the catheter. Two catheter tubing kinks were observed near the y-fitting approximately 72.9cm & 73.7cm from the iab tip. A laser test of the optical fiber was performed and a break was detected within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy in a patient with acute myocardial infarction (ami), the arterial pressure could not be read through the optical fiber. The hospital staff switched over to inner lumen pressure readings and continued therapy. There was no reported injury to the patient

Manufacturer narrative:
Complete event site name - (B)(6) center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy in a patient with acute myocardial infarction (ami), the arterial pressure could not be read through the optical fiber. The hospital staff switched over to inner lumen pressure readings and continued therapy. There was no reported injury to the patient.